Event description:
It was reported by the caller multiple occlusions over the past month. There was no adverse impact to the customer's blood glucose level. To address the issue, technical support instructed the caller to disconnect from the site, load a new cartridge, and deliver a bolus, which successfully completed. Additionally, technical support decided to provide a one-time replacement pump.